Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that 2 infusion sets had bent cannulas, and 1 resulted in a no delivery alarm during prime. The customer also reported a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose reading at the time of incident was over 600 mg/dl; customer's blood glucose reading was 400 mg/dl during the phone call. The customer's symptoms included fatigue, weakness, difficulty breathing, and frequent urination. The customer was wearing the device at the time of admission. The cause was due to diabetic ketoacidosis. Customer was released on (B)(6) 2016 with a blood glucose reading of 110 mg/dl. The customer declined to troubleshoot, and mentioned he would continue to monitor his insulin pump. Nothing was replaced or returned.